Event description:
The customer contact reported the pt received less medication than intended. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump, as a flush following a delivery of unspecified medication. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the tubing set for weight based piggyback delivery of 250 ml of an unspecified medication, at a rate of 6 ml/hr for a duration of one hour and then increased to a rate of 123 ml/hr for a duration of two hours, via a symbiq pump. It was reported that after the secondary medication was delivered, the pump alarmed for air in line; however, the nurse expected the pump to alarm for proximal occlusion. It was reported that the ball in the drip chamber of the tubing set was expected to cause the pump to alarm for proximal occlusion after the volume of secondary medication was delivered. The customer contact reported that the nurse noted a column of air had reached the cassette and that an unspecified volume of medication remained in the tubing distal to the cassette of the tubing set. It was reported that the air in the tubing set prevented flushing of the remaining volume of the medication with normal saline to the pt. The tubing set was not replaced as the therapy was complete. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.